Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13aug2019. The heartmate 3 lvas IFU and patient handbook are currently available. Sections 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away for unknown reason, whether the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation. The patient's death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.